Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device evaluation found that the system error 105 was caused by severed motor screws. The motor assembly and screws were replaced.

Event description:
It was reported that a device alarmed for a system error 105. There was no pt incident reported.